Event description:
Information was received from a healthcare professional (hcp) on (B)(6) 2017 regarding a patient implanted with a neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported that the patient has had problems recharging for a couple of days prior to this report and requested that the ins be interrogated. It was indicated that the device hadn't been charging and within the past couple of days the patient has become more and more altered. Additional information was received from a nurse on the same day as the initial report. It was reported that the patient came into the hospital on (B)(6) because their son said they were getting weaker all of the sudden. The caller saw the low programmer battery screen on the patient programmer (pp) and nothing was happening when they pushed the checkmark. The pp batteries were then changed and a warning screen indicated the ins needed to be charged. It was confirmed that the caller had the recharger but the screen indicated the ins was depleted. When walked through plugging in the ins recharger (insr) it was indicated that the first quartile was flashing and they saw the coupling boxes with 7-8 filled in. It was stated that the event occurred as of 2-3 months prior to date notified, but the caller was unsure of how accurate that was. Additional information was received on january 20, 2017. It was reported that the healthcare professional did not know if the issues had been resolved as patient had recently called in and reported it was not working again. It was reported that instructions were sent to the patient, discussions with registered nurse manager conducted, and contact made with manufacturer representative to try to resolve the issues. It was noted that it was unclear what the cause of the issues was.

Event description:
Follow-up information was received from a healthcare provider (hcp), reporting that the patient's ins would no longer charge because it had lost charge three times and needed replacement. The hcp reported that the issue of the patient's device not working again was resolved as the patient's ins was replaced with a new ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.